Event description:
It was reported that during a follow-up, alerts for high, out of range high voltage lead impedance and pacing lead impedance were noted. Out of range measurements could not be reproduced in-clinic. Subsequently all measurements were normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.